Event description:
Pt called lfs in 2004 alleging the meter would only prompt an error 4 message while attempting to test. The pt reported no high or low blood glucose symptoms. Pt did contact their medical professional for advice. Treatment, if any, was not documented. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.